Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed "pacer fault 117" and defib fault 108" messages. Complainant indicated that there was no adverse effect to the pt die to the reported malfunction.